Manufacturer narrative:
A cold reboot was performed, and cmos battery and bios settings were checked to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
Vit was reported to philips that the frontal ippc failed to boot, causing intermittent imaging loss during diagnostic use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.